Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation during electrical safety testing, unit failed step 5(6) hipot mains test due to a fault within the chiller circuit assembly in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller circuit assembly. During evaluation, it was confirmed that the device failed hipot mains test. Chiller assembly was replaced. During repair, it was found that the power cord had unremovable contamination. Pm performed. Power cord was replaced. Serviced circulation pump and mixing pump. Replaced the evaporator outlet tube, the double-bend tube, heater, and the manifold o-rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation during electrical safety testing, unit failed step 5(6) hipot mains test due to a fault within the chiller circuit assembly in an arctic sun device. Per sample evaluation results on 27oct2025, during repair, it was found that the power cord had unremovable contamination.